Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible, several events occurred in one pt. The pt info provided is the average for all the pts. At this time, no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: fletcher s, haverkorn r, dickinson t, decker d, brewington c, lemack g, "delayed lead migration after placement of sacral neuromodulators - do outcomes parallel the extent of lead movement?" Presented at the 2009 annual meeting of the international continence society (B)(6) 2009. Summary: this article investigated the incidence and extent of radiographically determined tined lead migration, and examined correlations between lead migration and change in symptoms/efficacy of sacral neuromodulation (sn) in pts with urinary incontinence. All pts who underwent sn placement from (B)(6) 2006 to (B)(6) 2008, at the (B)(6) med ctr were identified. Six pts returned for f/u x-rays. Reportable event: one implantable neurostimulator (ins) was explanted due to pt pain at the ins site. One ins was removed due to abnormal impedance measurements. One ins was removed due to loss of therapeutic effect of no known etiology. Four female pts experienced migration of the lead confirmed by x-ray. In all cases but one, the movement was inward toward the presacral apace. Median lead migration was 10 mm. The source literature did not specify which device models were used.